Event description:
On 22-may-2026, angelini s.p.a. Provided the report to bridges consumer healthcare. Angelini s.p.a. Received the report on 12-may-2026. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from spain received on (B)(6) 2026 from a pharmacy through angelini spain (B)(4)). This case report concerns a patient (age and sex not reported), who applied thermacare lower back and hip (batch number: ga1771, expiry date: unknown) for unknown indication. Medical history: unknown concomitant medications: unknown on (B)(6) 2026, after thermacare lower back and hip 8hr l/xl 2ct initiation, the patient experienced burn and burning sensation. Information was received from a pharmacist in spain concerning a patient (unknown sex and age), who used thermacare lower back and hip, transdermal patch. Pharmacy reported that a customer used the product and it leaves a small burn, a lot of heat, and three small black marks. Customer has used two and the same thing happens. Outcome: burn: unknown, burning ssensation: unknown. The action taken in response to the events for thermacare lower back and hip was device unknown. Angelini medical assessment: the pi of thermacare lower back and hip 8hr l/xl mentions that thermal burn and burning sensation could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip 8hr l/xl and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible the anticipated date of the next report will be 01-july-2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.